Event description:
When setting up machine to get ready for dialysis patients for the morning, noted a leak at the venous footer of optiflux 160 dialyzer. Fresenius customer service called to report incident. Complaint filed. Dialyzer lot number provided. Will save dialyzer to send to fresenius. FDA safety report ID# (B)(4).